Event description:
When the customer¿s endoeye flex 3d deflectable videoscope was returned for inspection and testing, a b30 error was observed to have occurred due to a broken charge-coupled device unit. The device was a loaner device which had already been scheduled for return and was returned by the customer with no allegation on their behalf. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, a b30 error was observed to have occurred due to a broken charge-coupled device unit. The following additional findings were also noted: gap in the bending section cover adhesive, distal end worn, and angulation in down direction out of specification due to worn angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the b30 error that was displayed was caused by the broken ccd-unit caused by applied physical stress to the distal end while the user was handling the device. The event can be detected/prevented by handling the device in accordance with the following IFU: "preparation and inspection - inspection of the endoscopic system - inspection of the endoscopic image". Olympus will continue to monitor field performance for this device.